Manufacturer narrative:
This report is for an unk - guides/sleeves/aiming: guide/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the orif surgery for femoral trochanteric fractures by using the tfna system. But the blade was inserted anteriorly out of the hole of nail. The surgeon was removed the blade and the nail. Both implants were not impacted. But the surgeon was not able to disconnect the blade 90mm with the removal instrument, he replaced the blade 90mm with a 85mm blade. The surgery was completed successfully with around 30 minutes delay. The patient outcome was unknown. This complaint involves four (4) devices. This report is for (1) unk - guides/sleeves/aiming: guide. This report is 4 of 4 for (B)(4).